Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the placement of the right atrial (ra) lead, the physician could not find a position with appropriate threshold measurements. After several positioning attempts, while attempting to retract the helix, the lead bounced. After that, the helix would not extend even with thirty turns of the fixation tool. As a result, the ra lead was removed and replaced. No adverse patient effects were reported.